Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "on-control needle got stuck in patient as the orange hub twisted off. It had to be surgically removed. Xrays showed the needle was in the superior iliac crest". Additional information: "there were multiple attempts to manually remove the retained needle in clinic without success. Patient was sent to the ed where orthopaedic surgery was consulted. Ortho attempted to remove the needle in the ed without success. Patient was admitted and taken to the or the following day. Ortho had to dissect down to the level of the bone. They were able to then grab the needle at the interface adjacent to the bone with a vice grip and use the backs lapper to remove the incarcerated needle. Fluoroscopy confirmed the needle was removed. Wound then irrigated and closed. Sterile dressing applied. Patient discharged home the following day in good condition."

Event description:
It was reported that: "on-control needle got stuck in patient as the orange hub twisted off. It had to be surgically removed. Xrays showed the needle was in the superior iliac crest". Additional information: "there were multiple attempts to manually remove the retained needle in clinic without success. Patient was sent to the ed where orthopaedic surgery was consulted. Ortho attempted to remove the needle in the ed without success. Patient was admitted and taken to the or the following day. Ortho had to dissect down to the level of the bone. They were able to then grab the needle at the interface adjacent to the bone with a vice grip and use the backs lapper to remove the incarcerated needle. Fluoroscopy confirmed the needle was removed. Wound then irrigated and closed. Sterile dressing applied. Patient discharged home the following day in good condition."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The customer provided a picture for evaluation. The orange hub was observed to be missing and separated from the shaft. Due to the blockage of the depth guide around the proximal shaft, it is unclear to what degree of damages were present. A DHR review was completed for lot 73640363 and no issues or nonconformities were noted. Case details were reviewed. As per the additional information received, the procedure was performed bedside. The site was left posterior iliac crest. No excessive force was applied to the driver. Multiple attempts were employed to remove the shaft and the result was unsuccessful. Patient was sent to the emergency department. The surgeon dissected to the level of the bone and able to grab the needle at the interface adjacent to the bone. Needle was removed. Wound was closed. Patient was discharged with good condition. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.